Event description:
A malfunction alarm was reported with the code malf 12, but it did not cause the customer¿s blood glucose level was 322.2 mg/dl, staying within a safe range. The customer had not previously reset the pump for this specific malfunction, so technical support provided pump reset information and assisted in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and contact support if the problem persisted.